Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer noted that the pump battery had died and upon plugging the pump in to charge, a malfunction alarm occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy until the replacement pump was received.